Event description:
The pump was returned for investigation. Investigation revealed a dim, discolored display. This report is made based on results of investigation completed on 10/11/2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/11/2014 with the following findings: the pump powered on with the returned battery cap to a dim discolored display. The black box showed occurrences of the time/date defaulting however due to an inaccurate time and date setting, the time the pump was without power could not be determined. The time and date was accurately set at the start of the investigation and the pump was exercised for 24 hours. After 24 hours, the battery was removed for 6 hours and upon reinsertion, the time and date reset to 12:00 am (B)(6) 2007. The pump cover was removed for further investigation and visible inspection confirmed that an internal clock battery malfunction had occurred. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).